Event description:
Agent dcb registry it was reported that restenosis occurred. On (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The subject was enrolled into the agent dcb registry study and the index procedure was performed on the same day. The target lesion was located in distal left anterior descending artery (lad) with 100% stenosis and was 17 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation using a 2.25 mm x 15 mm balloon, followed by the placement of a 2.25 mm x 20 mm agent drug coated balloon with 0% residual stenosis. Post dilatation was not performed. The subject was discharged on aspirin and clopidogrel. On 10 mar 2021, the 9-month follow-up angiography revealed 80% distal stenosis in the lad. No further information has been provided.

Manufacturer narrative:
A1 patient identifier: (B)(6).